Manufacturer narrative:
H10: the customer replaced the battery to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. H11: it was reported there was no patient involvement at the time the issue was discovered. The issue occurred before therapy and required a swap.

Manufacturer narrative:
E1 reporting institution phone number - (B)(6). E1 reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device had a battery malfunction alarm after startup. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay to therapy noted.